Manufacturer narrative:
Report date: 13feb2019. Device serial #: (B)(4). Date received by manufacturer: 12feb2019. The customer was sent a battery to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 14feb2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 18jan2019. Initial reporter phone number not provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilators battery had depleted. No patient involvement. Event date not specified; estimate used.